Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an elevated blood glucose and the last 5 or 6 times, they can't get around the no delivery in the last few days when they are giving a bolus. Customer stated that it seems like they have to rewind the pump. Customer's blood glucose was 17.0 mmol/l at the time of the incident. Troubleshooting was performed and the insulin exited. Customer stated that the pump alarmed no delivery. Customer stated that the pump alarmed with no reservoir when they ran the manual prime with the empty pump. Customer reported that the insulin does not exit the tubing with manual prime. Customer assembled a new infusion set and reservoir. Customer reported that the insulin exits with the manual prime. Customer was advised that the pump was working as designed. Customer was advised that it was either the set and/or reservoir causing the occlusion.